Manufacturer narrative:
Concomitant medical products: product ID 37703, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer via the manufacturer representative reported that the patient lost stimulation the week prior to (B)(6) 2016. There were no reported falls/trauma that could be related to the reported issue. It was also reported that the patient had turned off stimulation on the night of (B)(6) 2016 before going to bed. The morning of (B)(6) 2015, the patient went to turn stimulation back on and felt no stimulation. Impedances and possible programming options were reviewed. Current programming settings were: 0+ 1- 2- 3+, 2.0v, 420pw, 50hz. Impedances values were 14000 ohms for c/0, 15056 ohms for c/1, 14777 ohms for c/2, 14914 ohms for c/3, 2674 ohms for 0/1, 4096 ohms for 0/2, 5710 ohms for 0/3, 2500 for 1/2, 4322 ohms for 1/3, and 2555 ohms for 2/3. It was suggested that the manufacturer representative try programming on the following pairs since they had the lowest values: 0/1, 1/2, 2/3. The manufacturer representative increased settings up to 10.5v, and the patient felt no stimulation. The patient was not feeling stimulation in the paresthesia area; this was considered a sudden change in therapy/symptoms. The manufacturer representative ran group impedances on the last viable group of 1- 2+ at 10.5v and the impedance was 2118 ohms. Additional information received from the manufacturer representative reported it was determined that it was the lead that was malfunctioning. The patient was revised on (B)(6) 2015, and the patient received a new lead and a new battery. It was noted that the device/therapy was workingproperly after the revision. If additional inf ormation is received, a follow up report will be sent. The patient¿s indications for use included spinal pain and chronic low back pain.